Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted tha the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d274trk implantable biv defibrillator (B)(6) 2010; 419478 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was removed and replaced due to an elevated threshold probably due to microdisplacement post implant. No patient complications have been reported as a result of this event.